Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp on the event date, that a endovive safety peg kits pull method was placed during a percutaneous endoscopic gastrostomy (peg) procedure three months prior. According to the complainant, in 2008, the tube was found to have a crack outside the pt's body at about 3 or 4 centimeters from the bolster and leakage was found. The procedure was completed with another device (device unk). No pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "good."